Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: 2017, above rbpna.

Event description:
It was reported that the procedure was to treat the tightly stenosed fistula artery. The 10x60mm armada 35 balloon dilatation catheter (bdc) met resistance during advancement with anatomy; however, once at the lesion the bdc ruptured during the third inflation at 16 atmospheres. During removal resistance was noted with anatomy, the bdc internal catheter separated with both markers; however, the physician was able to remove the proximal one, leaving a piece of one of the radial markers in the anatomy. A surgical procedure was performed to suture the vessel shut because of the tight stenosis and the fistula was to be decommissioned by surgically suturing the vessel shut. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported by the account that the armada 35 balloon dilatation catheter (bdc) was overinflated to 16 atmospheres (atm) and the balloon ruptured. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 16 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported complaints, foreign body in patient, and surgical intervention appear to be related to operational context and circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.